Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the camera lenses were broken, the buttons had wear and tear, and error code b3 was displayed with no image. The charge coupled device unit and buttons require replacement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head lenses are broken and the device does not communicate with the controller. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The following non-reportable malfunction was found during the device evaluation: abnormal image (white dot). Based on the results of the investigation, possibility can be thought that strong external force was applied to the part in question because the lens was damaged, and there were many deformations and scratched on the parts around lens. As a result, possibility can be thought that internal charged coupled device unit was damaged as well as appearance damage. Possibility can be thought that effect occurred on the communication due to damage on charged coupled device unit. The event can be prevented by following the instructions for use which state: [important information ¿ please read before use precautions for disappeared or frozen endoscopic image. Warning do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.] Olympus will continue to monitor field performance for this device.